Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system on-site and found system was not turning on. Upon troubleshooting, the fse found the suite pc couldn't proceed past bios, failed to connect, and had a software error. The fse tried re-installing the suite pc's hard disk to fix the issue, suspecting hardware malfunction. To resolve the problem, fse replaced the suite pc and the hdd and did software installation after that return the part for further analysis, and it found ssd drive failure, classifying the unit as s-60 unit malfunction. After replacing the suite pc with hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not turning on. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.